Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the end of the implant procedure, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise consistent with an air bubble. The physician deactivated the device to allow the air to reabsorb or dissipate. Unrelated to these observations, the patient lost consciousness and was intubated and transferred to intensive care. The physician believed this was a reaction to the anesthesia. Later in the afternoon the patient was extubated and the patient was expected to fully recover.